Event description:
It was reported that a malfunction code, malf 12, was displayed on the customer's pump. There was no adverse impact to the customer's blood glucose level as it did not exceed the specified threshold. The customer experienced at least three occurrences of this malfunction and was instructed by customer technical support (cts) to return the pump for a replacement. The pump was under warranty, and arrangements were made to ship the replacement. Cts also provided guidance on putting the pump into storage mode before returning it with a pre-paid label. The customer acknowledged and understood all instructions.